Event description:
Information was received indicating that a smiths medical mefusion pump completed infusion, was changed to battery and instantly displayed "power ac, system advisory base not responding, system failure: depleted battery, infusion complete". This issue occurred at the end of infusion. There was no patient involvement.